Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial#: (B)(4), product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving baclofen (500 mcg/ml at 184.7 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and head/brain injury. It was reported that after several attempted to interrogate the pump the error message "invalid telemetry" was being displayed. No symptoms were reported. No further complications have been reported as a result of this event.